Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some devices were not detected on bus, and some drawers were failed. A field service engineer found that the pharmacy staff reported a failed drawer. Upon arrival and clearing security, the drawer was found physically shut with a inseparable magnet missing from the latch assembly. The drawer was removed from the auxiliary chassis, the failed latch was replaced, and the drawer reassembled and reinstalled. After reconnecting the pyxibus cable and restarted the station and issue was resolved. The system functioned as intended after the field service engineer verified the issue.